Event description:
According to the reporter, the surgeon was using modular foot, as the depth gauge (319.006) snapped off at the tip, when he was attempting to measure the length of the screw. There was no abuse of the depth gauge previous to this.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The device was received in 3 pieces. Manufacturing visual evaluation noted the needle sheared off at the base of the slider. Physical dimensional verification was found impossible due to the damage exhibited by the needle sheared off mid thread. All other features related to this complaint that could be measured during this evaluation meet specification. Product development reviewed the design, which indicated it's appropriate for its' intended function. It was determined that it is unknown how the device was used and if usage could have contributed to the breakage. Complaint history for breakage fall under the estimated risk level, therefore, the risk is adequately addressed and not indicative of any trends.